Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The field service engineer (fse) found that the vacuum tubing to the cell rinse station was damaged, and the vacuum solenoid flow path was blocked. The fse fixed the rinse tubing, adjusted the cell rinse station, performed a system decontamination, and completed preventive maintenance activities. The instrument check results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. The initial result was 2.27 mg/dl. The clinician requested repeat testing as this result was deemed low. The repeat result was 8.87 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 81494101 with an expiration date of 31-oct-2025. The investigation determined that the issue found by the fse (damaged rinse tubing and vacuum solenoid flow path blockage) was the root cause of the event.